Manufacturer narrative:
(B)(4). The sample lot number is known, therefore a batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A nurse reported to baxter that a patient had noticed a crack on the light blue main body of a minicap. This set was used for one month. There was patient involvement, but no patient injury and no medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint was confirmed for damaged miniset mainbody (blue connector). During visual inspection, cracking of the light blue main body was observed. However, a root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.